Event description:
(B)(4). When I had gotten the essure, there were no problems besides the pain of it actually being put in. It hurt worse than the actual labor/child birthing I went through with all three of my children. For almost a year, no worrisome symptoms. Besides the extremely heavy periods, severe cramping, having the feeling of just given birth and pelvic pains. Then, the symptoms began at about a year after insertion. The day before my period, I feel like death so much as to where I can't even get out of bed. I can't even see partially sometimes. Sex is sometimes too painful to even continue. My left lower abdomen and left hip region is constantly in pain. I have numbness at times, tingling, excruciatingly sharp pains as if being hit with a sharp object in that region. I constantly feel as though I am fighting the flu or a head cold. Nausea, vomiting, fatigue almost everyday. Headaches started to occur which turned into migraines with blurry vision and dizziness. I am mother of three and also a substitute teacher and can have none of the neurology things going on when I am trying to stay on the right track as a mother and a teacher. And so, I pleaded with my doctor to please please please listen! He finally sent me to a rheumatologist and also a neurologists in which they are still running tests. So far I have been diagnosed with incomplete lupus, rheumatoid arthritis and an auto immune disease. I believe in my hearts of hearts that it is the essure. I believe that your body is constantly trying to fight off something it does not agree with and therefore, putting your system into overdrive, you start to occur these symptoms. My doctor has agreed to do a full hysterectomy to relieve me of some pain. But, because of essure, I am stuck with debilitating and possibly life time diseases.